Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilatation, a synergy¿ drug-eluting stent was implanted to treat the lesion. However, within 30 minutes after the procedure was completed, the patient began having st-segment elevation. The stent was viewed and was noted to have thrombosis. The patient did not receive dual anti-platelet therapy (dapt) or aspirin at the time of the thrombosis. The stent was ballooned to re-establish flow to the artery and the procedure was completed. No further patient complications were reported.